Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Per rep andrew noller, patient had a device change out on (B)(6) 2020 due to noise on the rv lead and device at eri. The pocket was re-opened on (B)(6) 2020 after noise was also recorded on the ra channel. Laser lead extraction was performed, causing additional damage to the lv lead as well. Lead was replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.